Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx stent was implanted into the rca. It was reported that elevated cardiac markers were observed. Cec assessed the event as a non q wave mi (target vessel), mdt extended historical re-infarction post pci. Cec assessed stent thrombosis as no event.

Manufacturer narrative:
During the index procedure two resolute onyx stents were implanted into the rca. The index procedure was also prompted by unstable angina. The mi occurred in the rca. If information is provided in the future, a supplemental report will be issued.